Event description:
It was reported that the patient presented to clinic for follow up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) was exhibiting post paced t-wave oversensing (pptwos). Programming changes were made to resolve the issue. The patient was in stable condition.